Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of this event. On (B)(6) 2024, this 61-year-old male patient was routinely treated for subacute thoracic aortic dissection type b with placement of a proximal zta-pt-38-34-167 and a distal zta-pt-36-32-161, starting at zone 2. Prior to the study procedure, the patient underwent left subclavian to left common carotid bypass on (B)(6) 2024. Procedure imaging revealed patent study devices, completely thrombosed thoracic false lumen, patent abdominal false lumen with collateral flow from visceral vessels, and no device issues. On (B)(6) 2024, follow-up CT (computed tomography) revealed completely thrombosed thoracic false lumen, patent abdominal false lumen with retrograde flow from visceral vessels & intercostal arteries, patent study devices, no thrombus, and no device issues. On the same date, the patient experienced post-implantation syndrome, which was medically managed and related to the study device, procedure, treated aortic disease, and patient noncompliance. On (B)(6) 2024, the patient was diagnosed with a rectal lesion which was not treated and was not related to the study device or procedure. On (B)(6) 2025 (227 days post-procedure), follow-up CT revealed development of new entry tear in the descending aorta, distal to the left subclavian artery (lsa), no thoracic false lumen, patent abdominal false lumen with flow from the d-sine (stent graft¿induced new entry tear), visceral vessels, and iliac arteries, patent study devices, no thrombus, and no device issues. It was reported that the distal stent induced new entry tear was related to the study device and procedure. This was treated with a secondary intervention on (B)(6) 2025 which included endovascular placement of a proximal component. On (B)(6) 2025, follow-up CT revealed no thoracic false lumen, partially thrombosed abdominal false lumen with flow from secondary tear at the iliacs, patent study devices, no thrombus, and no device issues. The complaint reported by the user was confirmed. Complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. The complaint is related to the implanted stent graft. This complaint originates from a post-market study (pmcf) where images are not collected. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is evidence to suggest that user did not follow the instructions for use and/or label. According to the instructions for use the device is indicated for treatment of aneurysms or ulcers of the descending thoracic aorta, hence the use of the device for treatment of dissection is considered out of intended use. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause was identified. Since the safety and effectiveness of zta has not been tested in patients with dissections and it is not indicated for this use it is likely that the procedure and placement of a zta in a dissecting anatomy could have contributed to the development of sine. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study ((B)(6): zenith alpha thoracic post market retrospective study): synopsis: a distal stent-induced new entry tear was noted 227 days post-procedure. On (B)(6) 2024, this 61-year-old male patient was routinely treated for subacute thoracic aortic dissection type b with placement of a proximal zta-pt-38-34-167 and a distal zta-pt-36-32-161, starting at zone 2. Prior to the study procedure, the patient underwent left subclavian to left common carotid bypass on (B)(6) 2024. Procedure imaging revealed patent study devices, completely thrombosed thoracic false lumen, patent abdominal false lumen with collateral flow from visceral vessels, and no device issues. On 17jul2024, follow-up CT revealed completely thrombosed thoracic false lumen, patent abdominal false lumen with retrograde flow from visceral vessels & intercostal arteries, patent study devices, no thrombus, and no device issues. On the same date, the patient experienced post-implantation syndrome, which was medically managed and related to the study device, procedure, treated aortic disease, and patient noncompliance. On (B)(6) 2024, the patient was diagnosed with a rectal lesion which was not treated and was not related to the study device or procedure. On 13feb2025, follow-up CT revealed development of new entry tear in the descending aorta, distal to the left subclavian artery (lsa), no thoracic false lumen, patent abdominal false lumen with flow from the distal stent graft-induced new entry (dsine), visceral vessels, and iliac arteries, patent study devices, no thrombus, and no device issues. Patient study information describes the distal stent induced new entry tear, which was related to the study device and procedure. This adverse event was treated with a secondary intervention on (B)(6) 2025 which included endovascular placement of a proximal component (query placed to confirm proximal component was placed distally for distal sine). On 17apr2025, follow-up CT revealed no thoracic false lumen, partially thrombosed abdominal false lumen with flow from secondary tear at the iliacs, patent study devices, no thrombus, and no device issues. Patient outcome: the secondary intervention to treat the dsine is noted as successful. No further mention of the tear on subsequent imaging.